Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, the stapler fired but had an incomplete staple line on the distal part and the handle could no longer be squeeze. Another reload was used to complete the case. There was no patient injury.